Manufacturer narrative:
The customer has provided device information.

Manufacturer narrative:
(B)(6). Physio-control replaced the battery for the customer and evaluated the removed battery. It was observed that the battery measured 0.4 volts and did not have sufficient power available. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control and reported that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated.